Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum leaked insulin. It was also reported that during the load fill tubing process insulin drips were inconsistent. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge to resolve the issue.